Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in 2016 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 165 mg/dl at the time of the call. The customer used sugar and was given intravenous fluids to treat. The customer experienced symptoms such as inability to urinate. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer may have given themselves too much insulin and on another occasion, stress may have been the cause. Troubleshooting was not completed as these were past incidents. The customer was having sensor calibration and updating issues. The customer stated that paramedics have come out to treat them 3 times, twice with the pump on and once without. The insulin pump will not be returned for analysis.